Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the gold portion of the distal tip was missing. The procedure was completed with another gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A gold probe device was received for analysis. A visual examination of the returned device revealed that the ceramic distal tip was broken with a remnant section still inside the catheter. The remainder of the distal tip was not returned. The catheter was cut transversally and it was noted that the catheter had evidence of tread marks and glue. The internal electrical wires have evidence of welding. Additionally, the catheter was kinked in the middle section. No other issues with the device were noted. The complaint was confirmed. The failures found were consistent with the application of excessive force to the device. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the gold portion of the distal tip was missing. The procedure was completed with another gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.